Event description:
Additional information was received from the manufacturer representative (rep) that the allergic reaction has not yet been confirmed as the allergy test kit has not been obtained yet. The neurologist noted nothing was cultured from the patient's battery. The plastic surgeon stated that around the plugs where the electrodes are inserted into the brain also look a bit swollen. Cultures of neck swabs were negative as well. An allergy to components seems likely.

Manufacturer narrative:
D10: product ID 3389-40, lot# va2kn0l, product type lead, product ID 3708660, serial# (B)(6), product type extension, product ID 3389-28, lot# va2n459, product type lead, product ID 3708660, serial# (B)(6), product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown ; product ID: 37086. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has an infection and the source of the infection cannot be found. The physician suspects it may be an allergic reaction to the device/leads and therefore an allergy kit was requested. The device was functioning normally. Extensions and stimulator were explanted.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# va2kn0l. Product type lead product ID 3708660 lot# serial# (B)(6); product type extension product ID 3389-28 lot# va2n459. Product type lead product ID 3708660 lot# serial# (B)(6). Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported the patient's system was explanted and the allergy kits are no longer supplied.